Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of two pipeline stents failed to open. It was noted the stents were not positioned in a bend, more than 50% was deployed when it failed to open, resheathing was performed more than twice, and no additional steps were taken in an attempt to open the devices. The pipelines was removed from the patient, and a replacement device was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed the aneurysm was treated successfully with another stent and coils. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right internal carotid artery with a max diameter of 8 mm and a 7 mm neck diameter. It was noted the patient's vessel tortuosity was minimal. Refer to manufacturer report 2029214-2020-00979 for details pertaining to the related reportable event.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex shield braid (model: ped2-475-18 lot: a858332) found that pipeline flex shield braid returned without the pushwire. When compared to the drawing: the distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and one end was moderately frayed and the other end was slightly frayed . No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the root cause could not be determined. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes include damaged braid and patient tortuous anatomy. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.